Event description:
It was reported that during an iliac stenting treatment procedure, a stent deployment issue occurred. Vascular access was obtained via the left arm. An express biliary sd stent delivery system (sds) was advanced through a 90cm non-bsc introducer sheath, however, it was advanced past the guide wire. Upon withdrawal, it was confirmed that the stent was on the express sd sds. Guide wire access was regained and the express biliary sd sds was readvanced across the target lesion and was deployed. However, the physician was unable to visualize the deployed stent as it was a lateral view and was blurry. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).